Event description:
It was reported that the patients lead has moved. The patient underwent lead revision procedure wherein one lead was replaced. The explanted device was discarded by the facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead has moved. The patient underwent lead revision procedure wherein one lead was replaced. The explanted device was discarded by the facility.